Event description:
In 2008, the patient reported an elevated blood glucose reading of 414 mg/dl with his normal range being 100-110 mg/dl. He stated he changed his insulin infusion site two days prior, at about noon and by the following day, his blood glucose was elevated. He stated he tried to decrease his levels during the night but was unsuccessful. He said he checked his infusion set tubing and it looked fine and when he removed his headset cannula, it was not kinked. He changed his infusion set and his blood glucose has returned to his normal range. The patient stated he is receiving medical treatment for a non-diabetes related issue but it has not affected his blood glucose previously. Site rotation, absorption, and scar tissue were discussed with the patient. Courtesy infusion sets, an insertion device, and a guide to infusion site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.